Event description:
The instrument was used during a thoracoscopy. It was reported the ez45b, when fired, made loud noise, laid staples, but did not cut. This occurred on the first firing. A co instrument was used to complete case.